Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was removed and the plug assembly was inspected, no issues were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified, therefore this complaint was not confirmed. Upon investigation of the returned product, it was determined that the serial number provided by the customer ((B)(6)) was incorrect. Therefore the serial number in section d4 was updated to ((B)(6)). Section d4 (expiration date) and h4 (device mfg date) were updated based on updated DHR attachment.

Event description:
A customer reported receiving a "replace sensor" message with the use of the adc freestyle libre sensor. Customer experienced symptoms of sweating ,"no answer", and was unable to self-treat. Paramedics were called and upon their arrival, administered "nutella spread and multi-fruit juice" as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message with the use of the adc freestyle libre sensor. Customer experienced symptoms of sweating ,"no answer", and was unable to self-treat. Paramedics were called and upon their arrival, administered "nutella spread and multi-fruit juice" as treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "replace sensor" message with the use of the adc freestyle libre sensor. Customer experienced symptoms of sweating ,"no answer", and was unable to self-treat. Paramedics were called and upon their arrival, administered "nutella spread and multi-fruit juice" as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.the extended investigation reported in the initial final report was updated to reflect the updated serial number from (B)(6) to (B)(6).